Event description:
It was reported that (4) devices were used during an unk procedure. It was reported by the affiliate that the pmw35 devices work intermittently and did not reliably operate. Another device was used to complete the case. There was no consequence to the pt.